Event description:
¿Pt's IV pump alarming air in line, pt's bp dangerously low. Pump restarted and norepinephrine restarted without air bubbles. Immediately after removing air bubbles the IV pump alarms again. Every time the IV pump alarms the pt goes without lifesaving norepinephrine. Finally IV pump reprimed air bubbles out and reattached to pt to restart the gtt. " manufacturer response for IV pump, infusomat space pump (per site reporter).